Event description:
The pt was implanted with a left ventricular assist device. A (B)(6) report was received which stated: "pt presented with elevated cardiac enzymes. Per CT, a clot was found in the ascending aorta with probable thrombosis of his left coronary artery. Pt was placed on IV heparin and remained on coumadin."

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.